Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was using the probe and the end piece broke off in the pedicle. The broken piece was removed. No harm to the patient.

Manufacturer narrative:
(B)(4). The expedium straight thoracic pedicle probe (product code: 2797-02-030, lot number: 0105v) was returned to the complaints handling unit (chu). The probe¿s tip was broken off at the 40mm graduation mark. The probe was subsequently submitted for fracture analysis. Optical images of the fractured surfaces show evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static overload failure. There are a number of marks on the probe tip just past the break that show damage. These marks were most likely created when forcefully removing the broken tip with a tool post-failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause may be static overload failure due to unexpectedly high forces placed on the probe during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.